Event description:
It was reported that 2 days after implant the patient complained of chest pain. The lead measured low impedance, high threshold and sensing value low. After an x-ray a lead dislodgement was confirmed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage.